Manufacturer narrative:
(B)(4) removed. (B)(4) added.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 501 mg/dl and a bolus via the pump was delivered to address the bg. The customer thought that there may have been an issue with the cartridge as the bg returned to target after it was changed out. As the pump supplies had been changed, it could not be confirmed if the cartridge was the cause. Tandem technical support advised the customer to discuss the event with a healthcare provider.